Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. There was no damage to device labeling noted, however there was noted a scratch on the screen of the front housing. The event history log was unable to be evaluated as the log software was not set up. Functional testing of the device was able to confirm and replicate the reported event. The device was found to have lost programming due to no previous data, date, and value found in history. It was determined that user's lack of training contributed to the issue. It mentioned in the notification of change information providing to user, without power from the aaa battery after 2 days, all programming will be lost. The aaa battery was replaced to resolve the issue. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device lost programming. There was no patient injury reported.